Manufacturer narrative:
(B)(4).

Event description:
It was reported an out of range upper high voltage lead impedance measurement was observed. The patient came into the clinic and electrical measurements were normal. No adverse consequences were detected. The patient will continue to be monitored.